Event description:
Boston scientific received information that during pre-operation evaluation for a generator changeout to was observed that this right atrial (ra) lead exhibited decreased p-waves and increased pacing thresholds. An x-ray revealed that the lead had dislodged. The physician decided to not reposition the lead and programmed the patient's new device to pace/sense in the ventricle only and the atrial discriminators were programmed off. No adverse patient effects were reported. This product remains implanted; however, is not being actively used.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.